Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is unknown. No product information has been provided to date.

Event description:
It was reported that the patient called the hotline due to the pump alarming no disposable. Patient was instructed to hit start/stop button to since the alarm, review settings and power the pump off. The patient clamped and removed the cassette, gently tapped the cassette to disperse air bubbles in the line and pressed the green release. The patient replaced the cassette and powered the pump back on, but it continued to alarm. The patient repeated the troubleshooting steps one more time and this time the screen read run. No patient injury was reported.